Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 700 mg/dl; cause was not known. Customer was treated with insulin to address the elevated bg. Reportedly, the customer is a brittle diabetic and experiences insulin resistance. Recommendation was made to consult with a healthcare provider regarding diabetes management. No additional information was provided. System check could not be performed as the issue occurred in the past.